Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache and reduced cardiopulmonary reserve. Medical intervention was not specified. The device was returned to the service center for evaluation. During servicing of the device, dust contamination was found. There was no evidence of foam degradation. The device has been repaired. If any additional information is received, a follow up report will be filed.